Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the no output was identified. It is likely the result of the buttons are not working; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the shockpulse lithotripsy transducer exhibited no output. There were no reports of patient involvement.